Event description:
Complaint alleges: during a re-infusion procedure, the rns (registered nurses) said they squeezed the bags repeatedly but the blood did not seem to flow. The bags filled easily, but they had trouble getting the blood out of the bag. Additional information received: the pt was getting transfused due to acute blood loss from a gunshot wound to the chest. The pt is deceased. The medical interventions performed were: chest thoracotomy, blood transfusions, chest tube, IV fluids.

Manufacturer narrative:
The device history record has been reviewed and no issues or discrepancies were found, which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. A history review was conducted for similar complaints for catalog #s-250-08, and no previous complaints were found that relate to the reported issue. Device sample received by manufacturer, but investigation is still underway at time of this report.